Event description:
The trilogy 100 ventilator was returned to the manufacturer service center for preventative maintenance. The device was not in use on a patient at the time of the occurrence. During the evaluation it was noted the device returned to the technician for additional evaluation due to a failed repair test (o2 low flow). There were no significant event(s) in the error log(s). Inconclusion the active exhalation controller was replaced to address the issue. The root cause is confirmed at this time. The device passed all testing. Additionally, during the service of the device, components were only replaced as part of maintenance of the device unrelated to the reportable malfunction/issue.